Event description:
Eb11-j10 (a001nz0009) when the of-b212 was attached for cleaning, the pin had come off and it had fallen into the cleaning machine (neo). At the time of purchase, the pin is fixed and does not move and is locked, but it is not locked because there is no pin. This event occurred at the time of reprocessing. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: insufficient strength of the laser welded area fixing the positioning pin in of-b212. This device is not distributed in us so that unique identifier is blank.